Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a CABG, the device functioned on its own when it was in the drape pocket on the right side of the patient. It was already connected with the handpiece and the functional test was not performed yet. The activation sound was not heard. The foot switch has been placed. The blade of the device touched the surgeon, and he noticed because of the pain, and he got a blister. After the issue occurred, gen11 screen remains untested. Another device and handpiece were used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 2/10/2023 h6 type of investigation

Manufacturer narrative:
(B)(4). Date sent: 1/31/2023. D4 batch #: x9587h. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. No temperature issues were noted at any time during testing. The device was disassembled to inspect the internal components and no thermal damage was found. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x9587h, and no non-conformances were identified.